Event description:
Patient reported to ER with symptoms of nausea, faintness, and itching. X-ray showed rotor movement had stopped on 3/11/98. Patient had similar symptoms previously and these events had been attributed to morphine reactions. Pump filled with saline and patient doing well without device after 2-3 months.